Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced cellulitis at the abutment site and was subsequently was treated with topical antibiotics on (B)(6) 2017 (duration unknown).